Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, balloon deflation difficulties occurred. The target lesion was located in the left anterior descending (lad) artery. A 12x3.50mm taxus liberte was successfully deployed in the mid lad. The physician advanced a 12x3.50mm taxus liberte to the proximal lad. The delivery balloon was inflated to 10 atms for 19 seconds to successfully deploy the stent. After deployment, the balloon would not deflate. Additional pressure was added to the balloon but would not deflate from 18atms. The physician increased the balloon pressure to 20 atms, exchanged encore inflation devices and pulled negative with a 22c syringe. At this point, the pressure in the balloon decreased back to 18atms but the balloon would not completely deflate. Finally using saline in the injection port, the physician increased the pressure back up to 20 atms and then the balloon completely deflated. The balloon was inflated for a total of nine minutes during which the patient was shocked twice at 360 jules. No additional complications were reported and the patient's current condition is listed as "ok".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.